Event description:
It was reported that during the implant procedure, the physician had a hard time slitting the catheter. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).